Event description:
It was reported the patient developed an infection and there was wound dehiscence. The patient was treated with antibiotics. The leads were removed and replaced on the contralateral side. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.